Event description:
It was reported that during a patient presented to clinic for follow up. The right atrial (ra) lead exhibited far-r wave over sensing. The ra lead was reprogrammed. The patient was stable throughout.